Event description:
Intermittent noise on rv lead shown on home monitoring with no inappropriate therapy at this time. All lead vales are within range and stable. Rep. To follow-up with patient tomorrow to perform provocative maneuvers and discuss with physician course of action.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.